Event description:
On the event date the lay user/patient contacted lifescan (lfs) alleging the one touch ultra meter was giving inaccurately high readings. The medical affairs specialist (mas) spoke with the patient te next day to obtain and verify information. On the date of event at 1:00 pm the patient obtained the blood glucose reading of 277 mg/dl on the reported meter. At that time the patient was feeling 'slight' symptoms of low blood glucose levels; she was unable to describe her symptoms more specifically. Based on the elevated blood glucose reading, the patient took a bolus dose of 4 units novolog insulin. After this insulin dose, the patient experienced the symptoms of shaking and sweating, which she typically feels when hypoglycemic. Within 10 minutes the patient tested her blood glucose level on a backup one touch ultra meter, and obtained a reault of 110 mg/dl. The patient ate food, and felt beter afterwards. The patient did not seek medical attention. Earlier that day, at 7:30 am, the patient obtained a fasting blood glucose result of 301 mg/dl and took a bolus of 4 units novolog insulin. At 9:30 am the patient obtained a fasting blood glucose result of 211 mg/dl, and then ate breakfast. The patient noted her blood glucose readings on the reported meter have been higher than expected for the past week. The patient had cataract surgery two weeks ago. The patient is on an insulin pump and gives herself bolus injections on a sliding scale based on the meter readings. If the reading is greater than 150 mg/dl, the patient takes an extra one unit of insulin; if the reading is greater than 190 mg/dl, the patient takes an extra two units of insulin, and so on. The customer care advocate (cca) determined during the troubleshooting telephone call the patient's testing technique was correct, the test strips were within expiration dating and in good condition, and the meter was programmed for the correct unit of measure and calibration code number. Quality control testing was performed during the call, with a failing result. The meter, test strips and control solution were replaced. The patient experienced symptoms that could be consistent with hypoglycemia following an insulin bolus injection, which was taken based on the meter reading. The patient treated herself with food. Therefore, this complaint is being reported as an adverse event.